Event description:
The hcp reported via outcomes registry, the pt was experiencing increased pain for 3-4 months. An x-ray was done and a kink was found in the intrathecal section of the catheter. The distal portion of the catheter was explanted and replaced. The drug used in the pump is fentanyl 1000 mcg/ml and clonidine 2000 mcg/ml at 0.19 ml/day. The pt recovered without sequela.